Manufacturer narrative:
The referenced ongoing driveline infection was previously reported under medwatch MFR report # 2916596-2018-04202 and 2916596-2018-04211. Approximate age of device ¿ 2 years and 5 months. No product was returned for evaluation. The patient remains ongoing on lvad support. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced an ongoing driveline exit site infection with pseudomonas. The patient was admitted due to sepsis with positive blood cultures and acute renal failure. There was gradual improvement with intravenous (IV) antibiotic treatment. The patient was discharged on IV antibiotic therapy. No additional information was provided.